Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00047 on 2025-09-29. MDR 9610806-2025-00048 was filed for the discordant results with the same patient on (B)(6) 2025, measured on (B)(6) 2025. Additional information 2025-10-02: siemens reviewed the information provided and troubleshooting file data. Based on the data analysis qc results were found within range on the day complained. Customer uses the official assay protocol for vwf ac testing. The provided calibration curves have been checked. No abnormalities were seen and/or identified. No further data received for investigation. Based on the available information a reagent issue is ruled out. The probable cause of this issue could not be identified, based on the available information and investigation. However, a sample integrity issue cannot be fully excluded. The instrument is performing according to specifications. No further evaluation of this device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) reporting discordant von willebrand factor activity (vwf ac) results. Siemens is investigating the issue.

Event description:
The customer reported the observation of discordant von-willebrand-factor (vwf ac) % d. Norm results obtained on one patient measured with innovance vwf ac test kit on the bcs xp system. It is unknown which result is correct. There are no known reports of patient intervention or adverse health consequences due to the discordant results.